Event description:
It was reported that the patient had "a procedure" and three days later, they passed out and were sent to the emergency room. It was further reported that the patient was told that "the device did not pick up the patient's irregular heart rate and did not provide therapy." The patient also reported being very tired and not "feeling well." The device was reported to have been "adjusted" and remains in use. Follow up was attempted and no further information was obtained. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.